Event description:
Pt revised for pain, loose tibia, osteolysis and polyethylene wear.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, as the device was being closed, the jaws would not re-track back into the shaft. They could not remove it from the trocar due to the jaws not re-tracking completely. The trocar and the device had to be removed and new ones used to complete the procedure. The clip applier had been used a couple of time successfully prior to the issue with the jaws. They were not able to remove the device from the trocar.

Manufacturer narrative:
(B) (4). (B) (4). Jaw or cam interface is disengaged the device was received inserted through a b5lt trocar. The b5lt was reprocessed. The device was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to be removed from the trocar. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B) (4). (B) (4). Information asked for, but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.